Event description:
Information was received indicating that holes were found to the inner cannula of a smiths medical portex blue line ultra tracheostomy tube. Subsequently, trach tube change out was performed with no reported adverse patient effects.